Event description:
The customer called for help with her meter readings. While troubleshooting, it was discovered the meter was set in mmol/l. No adverse events were alleged. The customer was unable to reset the meter to mg/dl. She took her meter to a pharmacy, and the pharmacist helped her reset the meter. No product will be returned.